Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that the customer noticed the system was displaying a c-33 error on the erbe generator during power on. A restart of the generator was performed; however, the error persisted. The system was not in use at the time of the call. There was no report of patient involvement.